Manufacturer narrative:
As received, a partial connector portion of the lead was returned measuring 56.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02654. It was reported that the patient presented for a procedure. During the procedure, when the passive fixation right ventricular (rv) lead was placed in the rv, the patient went into ventricular tachycardia (vt) and ended abruptly. The lead was placed. However, the patient had several more episodes of vt and had to be cardioverted for an episode that lasted 14 minutes. The physician believed that it was the position of the lead, and not a result of a problem with the lead. The lead was explanted and replaced. The new lead was placed in approximately the same position as the passive lead, and vt was observed again during the procedure. The patient had to be cardioverted one time, although the patient experienced a couple of episodes of vt that self terminated. The physician moved the lead to a different position, where the rhythm remained stable. Although r waves were smaller. After the procedure, the patient was taken back to his room in the cardiovascular intensive care unit. The patient was stable post-procedure. There was no indication nor suspicion that the leads caused the vt. It is believed that the issue is with the patient¿s excitable heart tissue.